Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot numbers, gd879189, gd878843 and gd878199, with no defects noted. The cause of the peritonitis was determined to be use error- poor aseptic technique. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis event. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a spontaneous nurse report from the USA of patient made mistake/touch contamination and bacterial peritonitis with culture positive for e. Coli in a patient (age not reported) coincident with dianeal pd4 ultrabag therapy. On an unreported date, the patient began treatment with dianeal pd4 ultrabag (dose, frequency and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the nurse stated that on an unreported date in 2010, the patient made mistake / touch contamination. On (B)(6) 2010, the patient was diagnosed with peritonitis. On (B)(6) 2010, the patient was hospitalized for the peritonitis. The nurse reported that the touch contamination was "possibly" due to the patient using contaminated well water. Treatment information was not reported for the events. On an unreported date, dianeal therapy was withdrawn. The patient was recovering from the peritonitis. It was not reported whether the event resolved. The patient's concomitant medication was not reported. Per the nurse, the event of bacterial peritonitis with culture positive for e. Coli was not related to dianeal pd4 ultrabag therapy. A causal relationship was not reported for the event of patient made mistake/touch contamination.